Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a normal procedure the tip of the forceps broke when clamped to the bone. Instrument is six months old. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. Additional evaluation was conducted. The report indicates that the investigation regarding manufacturing documents shows conformity to the specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding manufacturing process, material analysis, strength and structural stability. The broken surface is homogenous which indicates material conformity as well. The exact cause of failure cannot be determined. Its indicative that too much applied mechanical force well beyond its calculated design caused the breakage. Date of awareness (B)(6) 2013.